Event description:
It was reported that the 8100 had over infused. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: g0600101 - alarm, audible, b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion was not confirmed during a review of the log or replicated during testing of the suspect pump module. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The external and internal inspection of the suspect pump module showed the manufacturer seal was missing, indicating prior opening. Third-party parts were identified in the door assembly and latch pivot screw, and dried fluid residue was observed on the membrane. Internally, the bezel had a date code of jul2019 (over six years old, not recall affected). No additional anomalies were found. These findings are incidental and not related to the reported issue. The logs from both the pcu and the suspect pump module were retrieved; however, the facility did not provide the date or time of the event. No errors were identified in the pcu error log. The event log showed that the most recent infusion record occurred on (B)(6) 2025 at 12:57 pm, when the vtbi was updated to 100ml with a programmed rate of 18.5ml/hr. At 1:56 pm, an ¿air in line alarm¿ was recorded with a pvi of 98.043ml; the unit was silenced and paused. At 2:04 pm, it was powered off with a total volume infused (tvi) of 98.043ml. The bd alaris¿ user manual v12.1.3 with guardrails, troubleshooting and maintenance guide provides the following information: ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door.¿ user manual ¿ the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. Verify correct primary and secondary infusion parameters prior to starting the infusions. Bd recommends the use of bd manufactured parts in the safe and effective operation and maintenance of the alaris system. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the facility. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of an over infusion was not identified during the investigation. The returned device was fully evaluated, including log review and laboratory testing, and no issues or anomalies were observed. Note that this report lists imdrf annex a1801, g04088, c0601, d15, a0404, g0301201, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had over infused. There was patient involvement but no harm. Although requested, and after due diligence and customer follow ups, no additional information was provided by the customer.